Event description:
A user facility reported to olympus that an image was visible but rotated 90 degrees. The problem, as reported to olympus, was identified during a procedure. The intended procedure was completed with no delay reported. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The reported problem was resolved by the user facility staff and the cause attributed to incorrect setup by the end user. The investigation is ongoing and the conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, there was a description ¿device was rectified on site by the hospital staff.¿ thus, it was determined that the phenomenon occurred due to handling method of users. It was concluded that the device was set up incorrectly by a hospital staff, and the "problem was solved" with an assistance from the territory manager (tm). No further information could be obtained from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.